Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
The patient presented with pre-operative diagnosis of lumbar stenosis l3-4 of moderate degree with severe degenerative disc changes at l2-3 and left-sided foraminal stenosis at l2; nonfunctioning dorsal column stimulator. Patient underwent following operative procedures: removal of nonfunctioning dorsal column stimulator; partial l2 and complete l3 and l4 decompressive lumbar laminectomies; transforaminal lumbar interbody fusion at l2-3 using spacer and bone morphogenic protein; pedicle screw instrumentation and posterolateral fusion from l2 to l4 bilaterally with pedicle screws. Intra-operative findings: severe ligamentous hypertrophy at l3-4. There was severe collapse of the disc space on the left side at l2-3 and foraminal stenosis involving l2. We placed a 10 mm height spacer via a transforaminal lumbar approach at l2-3 on the left side. Per-op notes, a CT myelogram of the lumbar spine was obtained as an MRI was contraindicated by the dorsal column stimulator. Study showed severe degenerative changes at l2-3with collapse of the disc space on the left side and a slight scoliotic curvature. Had moderately severe central stenosis at l3-4and less so at l2-3. Spinal cord stimulator which entered the spinal canal at t11-12. Complete facetectomy on the left side at l2-3 and opened the posterior longitudinal ligament and denuded the disc space and 10 mm spacer which was filled with bone morphogenic protein was placed at l2-3 disc space. Placed extra bone morphogenic protein into the disc space beside the spacer. Implants were also used in this surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.